Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 10-apr-2028, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 27-feb-2028, UDI#: (B)(4) h3: product ID 977a260 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID 977a260 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was infection suspected at incision where leads were introduced and implanted. The hcp prescribed antibiotics and the hcp explanted the leads. Issue with incision was addressed at pts appt on (B)(6) 2024 at hcp¿s office where the pt was scheduled for routine reprogramming appt. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.